Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s continuous glucose monitor issued a low glucose alarm overnight, after which the user ingested three glucose tablets and subsequently remained within target range; the user did not recall the nadir value, and brief low readings were suspected to be erroneous, prompting education on troubleshooting and when to seek assistance. Symptoms included suspected low blood glucose. Outcomes included no reported injury or medical intervention beyond oral glucose. Investigation included user education and troubleshooting guidance. Investigation of this case revealed no confirmed device malfunction and an unclear cause of the event. It was concluded that the event was consistent with hypoglycemia of unclear cause, with no evidence of device failure.